Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the epg (external pulse generator) was turned off or the battery removed, the segments of the lcd (liquid crystal display) stayed illuminated and physically clear and readable. The epg had just been returned from service after a repair. A pacing continuation test was done, and the leds (light emitting diodes) went off at 34 seconds. When the battery was removed, the segments for rate and output shut off. Without turning the epg on, and placing the battery in the battery drawer and closing it, the segments and pace/sense leds became operational; it turned on when the battery drawer was closed. The epg was returned for service warranty and repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification.

Manufacturer narrative:
Further analysis was performed on the main pcb. After functional and bench testing the failure seen during service and repair of the device could not be confirmed, conclusion: no defect found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.